Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2026: product type lead, ubd: 2030-01-12, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed that the impedance issue observed was an impedance of 40,000 ohms with electrode one. The impedance abnormality was suspected to have been caused by excessive air introduced during the loss-of-pressure implant technique. It was noted that the leads were reconnected and a new wens was opened and reconnected in an effort to troubleshoot the issue; however, no improvement was observed. It was stated that ¿since the electrode position was not the one used during the trial, the incision was closed.¿ the ¿impedance abnormality improved¿ as of the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# serial# unknown implanted: (B)(6) 2026; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the lead. G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) and later implanted with an implantable neurostimulator (ins). It was reported that during permanent implantation of the scs (spinal cord stimulator), an abnormal lead impedance was confirmed, and electrodes 1 and 2 had a connection failure. As it was difficult to proceed with implantation as is, wens was used to isolate whether the issue was on the lead side or the ins side. Because there was also slight scoliosis, lead placement did not proceed smoothly, and it is highly likely that air entered due to multiple re-punctures and performing loss-of-resistance. With the judgment that there was a possibility of improvement over time, an impedance check was performed again before wound closure, and as the impedance of electrode 2 had improved, so closure was performed. The issue was resolved at the time of the report.